Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after an unk amount of time in situ the tracheostomy tube torn near the flange requiring replacement. No incident related medical sequela was reported.